Event description:
Following surgical repair of a broken hip, staff were preparing to transfer the patient from the table to the bed. Safety strap had not been used. Perineal post was removed. No one was directly attending to the patient. He began to wake from the anesthesia, started to roll over, and slid off the table, striking his head on the floor. CT scan revealed subdural hematoma and c2 vertebral fracture. Patient was transferred to a trauma center where a halo vest was placed. The patient did not regain consciousness and death was attributed to the spinal fracture.

Manufacturer narrative:
Relevant instructions in the owner's manual include "warning: after transferring the patient to the table, assign at least one attendant to support the patient until safely secured to the table with the patient safety strap and the associated perineal post." And "warning: when the patient is no longer secured to the table, assign at least one attendant to support the patient until safely transferred to the stretcher." Inservice training conducted 11/15/2018 and 11/20/2018. This follow-up report documents additional information received about the event and the patient outcome.

Manufacturer narrative:
Preventive maintenance was completed on 08/02/2018 and 11/14/2018 and the table passed the inspection. Conclusion of investigation is operator error of not having the patient safely strapped to the table and removing the perineal post prematurely before transferring patient. Two in-service were provided 11/15/2018 & 11/20/2018 to ensure that all staff members were in-serviced. The owner's manual includes instructions for securing the patient with a safety strap.

Event description:
Patient fell off table - outcome unknown. As reported, the patient safety strap was not used. When preparing for patient transfer, the perineal post was pulled prematurely and the patient fell.